Event description:
It was further reported that the patient had no device concerns at this time.

Event description:
It was reported that the patient experienced stimulation in the wrong location. The patient felt stimulation in her spine and went to the top of the knee; it changed to stimulating from the knee down. This change in location happened after a fall. It was noted that the patient was having telemetry issues while using her recharger, and did not get any of the coupling bars on her recharger. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012. Product type: lead, product ID: 37754, serial#: (B)(4). Product type: recharger: product ID: 37744, serial#: (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information. The patient's health care professional stated there was patient error with the programmer or programming, but it was unclear which one. There was no surgical intervention, and no injury.